Event description:
It was reported "dilator crumpled on two cvc kits on different dates with different lot numbers. Same thing happened on both cases. The inserter started pushing the dilator into the patient and the dilator crumpled. Pt ok and they were able to get the cvcs in. They have the dilators to send in." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associate MDR numbers include: 9680794-2026-00262 and 9680794-2026-00261.

Manufacturer narrative:
(B)(4). The customer returned one dilator and lidstock for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the dilator tip was split and folded. Microscopic examination confirmed the damage. No other defects or anomalies were observed. Further analysis of the msk product drawing (cdc-42802-p1a rev04) revealed that the dilator tip comes into contact with the catheter over needle component. The dilator length measured 4", which is within the specification limits of 3 3/4"-4 1/4" per the dilator product drawing. The dilator outer diameter measured 0.1175", which is within the specification limits of 0.1170"-0.1200" per the dilator extrusion product drawing. The dilator inner diameter (at the proximal end) measured 0.051", which is within the specification limits of 0.051"-0.055" per the dilator extrusion product drawing. The inner diameter at the distal tip could not be accurately measured due to the damage. A lab inventory guide wire (outer diameter measured 0.079") was inserted through the dilator tip. Minor resistance was encountered at the dilator tip; however, the guide wire passed through all other sections with no resistance. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The customer report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was split and folded. The sample met all relevant dimensional and functional requirements. The root cause cannot be determined at this time; however, a non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "dilator crumpled on two cvc kits on different dates with different lot numbers. Same thing happened on both cases. The inserter started pushing the dilator into the patient and the dilator crumpled. Pt ok and they were able to get the cvcs in. They have the dilators to send in." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associate MDR numbers include: 9680794-2026-00261.

Manufacturer narrative:
(B)(4).